Manufacturer narrative:
Upon follow up, it was reported that the cause of peritonitis was due to break in aseptic technique. All antibiotic treatments were stopped. At the time of this report, the patient was recovered from the event and the patient was retrained for proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for this event. The patient was treated with vancomycin injection (1 gm, route, frequency and duration were not reported) and intraperitoneal (ip) amikacin injection (500mg followed by 100mg in one bag, frequency and duration were not reported) and ip meropenem injection (1 gm in one bag, frequency and duration were not reported) ongoing for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.